Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the cause of this event was attributed to some factor external to co's product. The results of testing similar batch lots of product indicated no mixing anomalies. It is believed that the enviromental conditions of the o.r. May have affected the set-up time of the cement. Corrected data: section h1: upon review it was discovered "other" was inadvertently reported for type of reportable event on the initial medwatch report. The initial medwatch report should have reported this event has a malfunction and has been corrected on this supplemental report.

Event description:
Reporter states, bone cement set prematurely.